Event description:
A fire star balloon was unable to deflate during an angioplasty procedure. The circumflex lesion was 20mm in length and mildly calcified. The reference vessel was 2.4mm in diameter and mildly tortuous. The fire star crossed the lesion and was inflated only once with an indeflator at 8atms for 4 seconds; however, the balloon was not able to be deflated. The device was removed inflated, with the aid of guiding catheters, and a sprinter balloon was used to successfully complete the procedure. The brand of contrast media was unknown and the contrast to saline ration was unknown; however it was reported that the hospital usually used 50:50 ratio. There was no adverse event reported and the patient was in stable condition. The device was prepped according to IFU and there were no anomalies noted during prep.

Manufacturer narrative:
A fire star balloon was unable to deflate during an angioplasty procedure. The circumflex lesion was 20mm in length and mildly calcified. The reference vessel was 2.4mm in diameter and mildly tortuous. The fire star crossed the lesion and was inflated only once with an indeflator at 8atms for 4 seconds; however, the balloon was not able to be deflated. The device was removed inflated, with the aid of guiding catheters, and a sprinter balloon was used to successfully complete the procedure. The brand of contrast media was unknown and the contrast to saline ration was unknown; however it was reported that the hospital usually used 50:50 ratio. There was no adverse event reported and the patient was in stable condition. The device was prepped according to IFU and there were no anomalies noted during prep. One non sterile fire star 2.00x20 ptca balloon catheter was received coiled inside a plastic bag. The balloon was already inflated and residues of inflation media were observed in the balloon and inflation lumen. No other anomalies were observed. Functional inflation/deflation test was performed and the balloon catheter was inflated and deflated within specification time, no anomalies were experienced. Sem analysis results showed that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported 'deflation /difficulty-unable to' was not confirmed since the unit could be inflated and deflated within specification time. The exact cause of the reported failure experienced by the customer could not be determined. Neither the DHR review nor the analysis suggests that reporter issue is related to the manufacturing process of the unit; nevertheless a risk assessment was completed to address this failure.

Manufacturer narrative:
The device has been returned for analysis; however, the analysis has not yet been completed.